Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the physician requested a c10 with an lp sheath. The clinical team retrieved a previous cp box, opened the box, and opened the peel-away sheath; however, the cp sterile package was not opened. The physician noticed that the introducer was incorrect, requested the correct device, and the procedure continued without further issue.